Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to a crosstalk from atrial pacing events. The right ventricular lead was extracted and replaced due to lead noise. The asymptomatic patient was stable post procedure.